Manufacturer narrative:
Analysis was normal. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead noted the steroid plug was missing and the helix was fully extended. The measured full helix extension length was within product specification. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a follow-up loss of capture was observed on the atrial lead. During lead revision upon removal of the atrial lead, a small synthetic looking object was found in the middle of the tip screw. The lead atrial lead was replaced. The patient was asymptomatic and stable.

Event description:
New information received that dislodgement was also noted on the atrial lead.